Event description:
In 1980 rptr received silicone implants which she was told at the time were safe and would last a life time. Her life has become a nightmare of illness, miltiple surgeries, dr after dr and bill upon bill. Rptr has not been able to work in over eight years due to illness caused by her ruptured silicone implants. Rptr has been diagnosed with the following since receiving silicone implants: scleroderma, systemic lupus, temporal lobe seizures, hypoglycemia, raynaud's disease, autoimmune thyroiditis, (eac) erythema annulare centrificum, sjogren's syndrome, spastic colon, stein-leventhal syndrome, premature menopause (age 42), severe degenerative bone disease, and multiple allergies to all types of medications. Rptr has been told three times that she has cancer. Rptr had implants removed.